Manufacturer narrative:
Concomitant products: product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: product type lead product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a foreign clinical study reported vesical pain, pain in scarf, and urinary incontinence. There was a report of an unscheduled visit on (B)(6) 2017. Factors that may have led or contributed to the issue remain unknown. Interventions included analgesic and the device was reprogrammed. The event was assessed as not serious, not related to procedure, and related to the stimulation. It was reported that the event was ongoing. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional urinary incontinence since 2000. No further patient complications have been reported as a result of this event. Additional information received reported vesical pain and urinary incontinence. There was a report of vesical pain decreases with miction. Pain with variable intensity during the day and not every day. No further patient complications have been reported as a result of this event. Additional information received reported that the neurostimulator was reprogrammed and there was a lead replacement. The new lead was implanted on (B)(6) 2017 . No further complications have been reported as a result of this event. Additional information received reported that the lead replacement on (B)(6) 2017 was related to the return of symptoms. The lead was repositioned on (B)(6) 2016. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209489730, implanted: (B)(6) 2015, product type: lead. This information was originally reported in regulatory report #3004209178-2017-22702. Please refer to regulatory report #3004209178- 2017-22702. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the implantable neurostimulator (ins) was reprogrammed and there was a lead replacement. The factors that may have led or contributed to the issue remains unknown. It was unknown if the diagnostics and troubleshooting was performed. Unknown if the issue resolved at the time of the report. Relevant medical history includes urge incontinence. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the classification changed from clavien grade I to grade iii. It was reported that the event was related to the electrode and stimulation. The patient was hospitalized from the (B)(6) 2017 to (B)(6) 2017. Actions taken was an explant of the electrode and the event resolved on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: 2017-10-19 product type lead product ID 388928 lot# 0209489730 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the vesical pain and urinary incontinence was due/related to the lead despite programming parameter changes, and not related to the stimulation.

Manufacturer narrative:
Product ID: 388928, lot# 0209489730, implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead, product ID: 388928, lot# 0209489730, implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was resolved on (B)(6)2017. No further complications were reported/anticipated.